Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 11-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction line detached while in the patient's trach. There was no harm noted for the patient and extubation was not required.

Manufacturer narrative:
All information reasonably known as of 21-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received from the customer on 05-dec-2017 in the form of a handwritten note received with the sample stated that the respiratory therapist found the endotracheal tube suction port and entire stem on the floor, and still connected to the port. The patient was chemically restrained, and not pulling at the endotracheal tube.

Manufacturer narrative:
Halyard health received one (1) used suction valve that was not returned with any component of the endotracheal tube. There were no packaging received as well. No information regarding the stock code and lot number of the suction valve. The suction valve was examined, it exhibited adhesive residue at the tip of the suction line. The depth of the insertion was approximately 1.3 cm from the adhesive location to the tip of the suction line. There were no jagged appearances on the suction tubing. The adhesive was present around the tip of the suction tube. Subject sample provided was evaluated confirming a suction line detached. However, process assessment found no activities or tools that could cause this type of flaw in the tube component. The root cause of the reported issue has not been conclusively determined. All information reasonably known as of 08-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).